Event description:
During routine testing, the user found that the unit would not power up. There was no pt involved. The problem was traced to a defective mother board assembly. The specific defect was not identified. The assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.